Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that on tuesday night the patient couldn't turn stim off. Caller stated the communicator would just spin and spin. Caller stated it took an hour and a half to attempt to turn stimulation off. Caller stated rep came over to the patients house to turn stimulation off. Caller mentioned the patient had issues off an on with their device for a while now, but tuesday was more of an acute issue. The caller stated that they spoke with the representative who suggested that the patient call patient services to see if they could get the patient a new external device. Caller was not with the patient at the time of call, so no troubleshooting could be performed. Agent suggested caller call back when troubleshooting can be continued. Caller expressed frustrations that patients do not have a 24/7 emergency line. Agent redirected to healthcare provider in the case of an emergency. Caller stated they will have an mdt rep call into patient services, as patient reps are unable to tend to patient during regular patient services hours.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm91scs (serial: unknown); product type: ; implant date n/a; explant date n/a brand name vanta; product ID tm91scs (serial: unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.